Event description:
Passed strategy mid-support wire into right coronary artery. Coiled up at distal end of artery. Balloon 1.5 and 3.0 via proximal part of right coronary artery (ostium) and then stented. Deployed stent, checked angio and then pulled wire back. At this point distal tip went into distal side branch and snapped. Distal portion left in pt. Physician used another wire and a stent to push the broken strategy wire against the wall of right coronary artery with the tip pushed into the side branch as to prevent it from floating off. Pt condition stable.